Event description:
Baxter reported that a patient adaptor of a transfer set was not connected with a ti-adaptor. The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to the international affiliate.